Manufacturer narrative:
Upon further investigation, the battery was found to be greater than 5 years old and discovered by the medical engineer (me) prior to patient use. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported that a ventilator was identified as having a battery that does not satisfy the standards during a recall service for the power management board. The device was evaluated by an international philips field service engineer (fse) who confirmed the reported problem via operational testing. The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. The fse recommended that the battery be replaced, the customer did not request the replacement. Therefore, the unit will be returned to the sales office without the battery replaced. No other anomalies were reported.